Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to power on after the batteries had been replaced. It was noted that the battery drawer shorting bar, the battery drawer and the shorting bar were contaminated. It was further noted that the hanger assembly was bent, the upper case was dented, the keypad was scratched and the main seal was pinched. The epg is to be returned unrepaired as it has reached the seven year end of service life. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on after the batteries were replaced. The epg was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.